Event description:
Caregiver was pulling on back top cross tubing of shower chair, with pt in chair, through room doorway. Cross tubing came off chair and chair fen backwards. Pt was not injured. Cross tubing was detached from chair and when arrived from MFR. Maintenance attached cross tubing - there were no directions for attaching. After incident maintenance aplied cement to joints where cross tubing joins the upright tubing of chair.